Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, a front panel damage was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center camera stopped working. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The customer complaint was unable to be reproduced during the device evaluation. Based on the results of the investigation, the root cause of this event was unable to be identified. Additionally, during the device evaluation, there was damage to the front panel, the software version was out of date, and there was an older led cable. However, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.